Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and was able to duplicate the reported issue of the customer. As a resolution, fsr calibrated the blender balance regulators. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has an low fio2(fraction of inspired oxygen) issue in standby mode. At this time, there is no information regarding patient involvement associated with the reported event.